Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported she went in (B)(6) 2016 to get a fill, but instead the doctor turned off the pump. The patient stated she had been very ill and had lost a lot of weight. The patient was not sure if that was due to the stomach cancer or from the pump. The patient stated the pump had been protruding the last 3 weeks and was causing her pain. About one and a half weeks ago the pump started alarming. The patient did not have a managing hcp. The patient stated she was diagnosed with stomach cancer which was in remission at the time of implant and that she had been diagnosed in approximately 2014 (prior to implant). The patient stated now she had stage 4. The patient stated the pump was implanted for back pain, but the doctor told her since she had the pump if the cancer came back that would help with that pain as well. No further patient complications were reported.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. On 26-oct-2016 it was reported that the pump started alarming in the last week. The pump was empty and beeping every 15-20 minutes. The sound was consistent with a pump alarm. The patient had missed a refill visit as the patient¿s doctor had dismissed her for missing an appointment. The reporter was looking for another pump managing physician as the patient no longer had one. No patient symptoms were reported. It was mentioned that the patient had stage 4 cancer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumers and it was reported that the patient had missed a couple of appointments and the physician dropped her. The patient was told that the pump would not be replaced and would remain in her body. The patient¿s husband was upset that the pump would not be replaced. The patient did not experience any symptoms related to the empty pump. No action was taken to resolve the empty pump. The physician would not fill it and would not explant it due to the risk of infection. Per the patient, the pump was turned off and would beep; ¿it does one beep¿. The patient was dissatisfied with her physician.

Event description:
Additional information was received from the consumer that noted the pump was still beeping a single toned beep. The doctor still had not filled the pump and it was unknown if saline had been put in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.